Event description:
High ventricular rates recorded in a pacemaker logbook show multiple events that are artifact. The artifact varies in size and duration, no correlation with time of day. Problem is steadily increasing with amount of inappropriate recorded events. Artifact is only recorded on ventricular lead, thus being recorded as non-sustained ventricular tachycardia events.